Event description:
Several years ago, this patient undergone radiotherapy and the subject pacemaker had switched to standby mode (backup mode) just after the end of the treatment. Normal operation had been observed since that time. This pacemaker was found in standby mode again on (B)(6) 2013. Upon interrogation that day - after a communication error - a message was displayed "pm on standby mode; the system needs to be reinitialized". The user acknowledged the message and the device was re-initialized. The physician would like to have our recommendations when the patient comes for his next follow-up visit, on (B)(6).

Manufacturer narrative:
(B)(4): this event concerns a device that was manufactured and used outside the united states. Analysis is pending.